Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high and low blood glucose. Customer's high blood glucose was 350 mg/dl and low blood glucose was 43 mg/dl. Customer's blood glucose at time of call was 285 mg/dl. After troubleshooting, customer was advised to monitor the device and to contact her healthcare professionals regarding unexplained high and low blood glucose. Customer will not be returning the device for analysis.